Event description:
Patient is trached and vented dependent. Patient was disconnected for the react vhome device to perform a cough therapy and the ventilator did not alarm. The parent told the home care dme and the company switched out the vent quickly. The home care company continue evaluating the vent and it would not alarm, despite multiple alarms set. Diagnosis for use: bronchopulmonary dysplasia.